Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during infusions of 3 vasopressors at high doses, the pumps automatically shut off at 10:55 am with an ¿offline¿ message displayed, and the user thought it to be a wifi issue. The patient became bradycardic and hypotensive during the event. Two modules were reported to have resumed infusing by themselves, however the epinephrine drip never restarted, and this was attributed to a possible empty bag. The infusion was initially manually programmed on (B)(6) 2017, and the exact vtbi (100 or 250 ml) was not provided. Time stamps for devices were not available between 10:44 am and 2:37 pm. In the afternoon of (B)(6) 2017, the devices were programmed through interop, and no problems were observed.

Manufacturer narrative:
Additional information provided. The report that 3 pumps shut off was confirmed. Analysis of the pcu event log shows that channel disconnects occurred on each of the three devices that were currently infusing, and were due to a loss of power. The infusions on two of the devices were restored and started by the user right away. The third infusion was restored and started 1 hour and 34 minutes later. The first 2 infusions did not resume by themselves as reported. At 10:54 am on (B)(6) 2013, a channel disconnect occurred and pump module s/n (B)(4) and pump module s/n (B)(4) were removed. Both devices were then re-added to the system 6 seconds later and the infusions were restored and started by the user at 10:55 am. At 10:55 am, pump module s/n (B)(4) was disconnected. This device was re-added 3 seconds later. The infusion was restored and started by the user at 12:29 pm. The root cause of the pumps shutting off was not identified. No device was returned for investigation.